Event description:
The user facility reported that the doctor had an issue with a glidesheath slender kit. He stated that the wire would not pass through the needle in the kit upon gaining access. There was no patient harm or blood loss during the procedure. The lot number was unknown. The procedure being performed was a left heart catheterization.

Manufacturer narrative:
Expiration date: unknown due to unknown lot number. UDI: unknown due to unknown lot number. Implanted date: device was not implanted. Explanted date: device was not explanted. Manufacture date: unknown due to unknown lot number. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for guidewire and needle mobility issues because the sample was not returned for assessment. The exact root cause could not be determined. There is no indication that any manufacturing, design or quality system issues may have led to this event. Currently no action is recommended since device was within manufacturing and design specifications when it was released from terumo medical corporation control.